Event description:
It was reported that 8mm tenaculum forceps instrument was observed to be bent. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tenaculum forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken main tube at approximately 1.9705" from the distal tip. The component was broken and there were missing pieces, but the size of missing pieces could not be confirmed as they were not returned. Additional observation(s) : the instrument was found to have a dislodged proximal clevis on the distal tip. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.